Manufacturer narrative:
Analysis of the returned power tray confirmed a mechanical failure due to a loose connection. The wire on the negative side of the connector on the cable chain that connects to the power tray has come out of the connector due to wire being loose, loose crimp. The connectors between the cable chain and the power tray showed signs of arcing on the face of on of the metal contacts both the power tray and cable chain.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power cable was removing the connector. The cable chain and power tray were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system power tray connection was loose. The loose connection resulted in intermittent communication between the power tray and the system. There was no patient present when this issue was identified. No additional information was provided.